Manufacturer narrative:
Reservoir, model- 72404161, lot sn- (B)(4), mfg date- 07/22/2015, exp date- 07/13/2020, gtin- (B)(4). Device not been returned for evaluation.

Event description:
It was reported that due to "reservoir distortion and right connector disorder" the patient had his inflatable penile prosthesis (ipp) pump removed and replaced. A new reservoir was implanted and the old reservoir also remains implanted. It was further reported that there was no suspected cause of the distortion or connector disorder. The pump was not working properly and this occurred two weeks ahead of this surgery. The patient got well after this surgery.

Manufacturer narrative:
Only the pump was returned for evaluation. An allegation of a pump device malfunction was reported. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was not functionally tested due to contamination. No connectors were returned with the pump; device analysis was unable to confirm the allegation related to "connector disorder" nor a device malfunction. Reservoir model- 72404161 lot sn- (B)(4). Mfg date- 07/22/2015 exp date- 07/13/2020 gtin- 00878953003238

Event description:
It was reported that due to "reservoir distortion and right connector disorder" the patient had his inflatable penile prosthesis (ipp) pump removed and replaced. A new reservoir was implanted and the old reservoir also remains implanted. It was further reported that there was no suspected cause of the distortion or connector disorder. The pump was not working properly and this occurred two weeks ahead of this surgery. The patient got well after this surgery.